Event description:
Pt presented to the hosp on (B)(6) 2020 with difficulty urinating and abdominal pain. Prior to admission, pt was on a subcutaneous hydromorphone pain pump, which was implanted by his pain clinic. At midnight of admission day #2, pt developed oliguria, and scr increased from 1.41 to 2.30. At 1600, pt was complaining of feeling confused and not well, with hallucinations. Later that evening, pt was noted to have apnea and increased drowsiness, unresponsive to sternal rub and voice. Two doses of naloxone were given, and the pt was started on naloxone drip to counterbalance the hydromorphone. Hosp staff were unable to adjust the pain pump settings or to turn off the pump, which was infusing hydromorphone at 0.271 mg/hr. The pt stabilized on (B)(6) 2020, and was discharged on (B)(6) 2020. On (B)(6) 2020, the pt presented to the hosp again, with encephalopathy. Aki on ckd, and metabolic acidosis. The pt had reportedly been started on diclofenac and had his pain pump settings increased by his pain clinic. Shortly after admission, the pt was upgraded to the ICU for acute hyper/capnic respiratory failure. Hosp staff were once again unable to adjust the pain pump settings or to turn off the pump. Attempts to reach the pt's physician at the pain clinic have so far been unsuccessful. The pt was started on a naloxone drip to counterbalance the hydromorphone. Pain clinic (B)(6) clinic ((B)(6)) pain clinic physician. Dr (B)(6), pump: synchromed ii, 8637-40 (B)(4). FDA safety report ID# (B)(4).